Event description:
As reported by the user facility: (B)(4), lot # 2g06258231, occurred (B)(6) 2012. Reports "on (B)(6) 2012 an employee attempted to obtain intravenous access with an 18 gauge b braun introcan safety needle and set the needle on the pt bedside table while securing the IV site with tape. While organizing the material waste, a needle punctured the employee's single pair of gloves and skin at the left thumb."

Manufacturer narrative:
(B)(4). B. Braun medical inc. (Importer) is submitting this report on behalf of (B)(4). The batch mfg record for the reported lot number was reviewed. Batch record review did not reveal any discrepancies or non conformities that could have contributed to the reporter event. Multiple f/u attempts to the facility to obtain add'l info have not been successful. Per the event description, the needle was placed on the pt's bedside table while securing the IV site with tape. The needle puncture occurred when the material waste was being collected for disposal. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. The sample and all available info has been provided to the actual MFR for eval. A f/u report will be filed when the investigation results become available.